Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Analysis of the device memory indicated a polarity switch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the right ventricular (rv) lead exhibited undefined high impedance, a polarity switch, under-sensing, over-sensing, unstable thresholds, non-capture, fracture and a connector issue. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.